Event description:
Additional information received via email 03-nov-2021: date of event updated, discovered during quarterly preventive maintenance (pm). The customer stated the bottom red light-emitting diode (led) light does not light up though audible alarm works.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received h-31b air detector and not device. The technician performed functional test and h-31b user interface membrane switch red light-emitting diode (led) light did not turn on. Removed back cover for further investigations. Visual inspection and no damage components, faulty user interface membrane switch. This confirmed customer reported reason. The root cause of the reported issue was found to be faulty user interface membrane switch. The technician replaced the user interface membrane switch.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Functional testing showed the device alarm did sound but the led light did not turn on. Internal inspection of the device showed no obvious damage. Once the user interface membrane switch was replaced the led light functioned as expected. The issue was determined caused by the membrane switch component.

Event description:
It was reported the device led light did not work. The issue was identified during maintenance; no patient involved.